Event description:
This report is based on information provided by local philips customer support personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the philips fr3 defibrillator indicating that the device exhibited symptoms of a faulty speaker. Available details indicate that the device had exhibited symptoms of a faulty speaker. Insufficient information is available to support final failure analysis. The device includes redundant design features to support use of the device during a critical care event if the speaker does not provide voice prompts. These features include text instructions displayed on the defibrillator¿s main screen, an insert-pads-connector flashing light, flashing shock button and a charge tone. The device was not available for investigation. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.